Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving dialysis and expired while in treatment. The nurse was advised to discontinue the use of the cycler. A replacement cycler was issued. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, esrd death notification, death certificate, timeline of events, patient demographics) were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving dialysis and expired while in treatment. The nurse was advised to discontinue the use of the cycler. A replacement cycler was issued. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, esrd death notification, death certificate, timeline of events, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse event of death, as the patient was actively undergoing treatment when the serious adverse event occurred. The etiology of the serious adverse events is unknown; therefore, causality could not be established. It should be noted that limited clinical follow-up precluded a more comprehensive assessment/investigation. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Of these deaths, cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Based on the information available, the liberty select cycler cannot be disassociated from having a possible contributory role in the patient¿s expiration. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the unknown cause of death, past medical history, summary/timeline of events, discharge summary, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot exclude the patient¿s liberty select cycler from playing a possible role in the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.